Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon (no image by noise) was duplicated, and also found that the scope communication error e226 occurred on the subject device and there was a dent on the electrical contacts of the video connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon investigation result, omsc concluded that the reported phenomenon (no image by noise) was attributed to contact failure of the video connector because there was a dent on the electrical contacts of the video connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for an unspecified therapeutic procedure using the subject device, it was found that the endoscopic image of the subject device on the monitor could not be confirmed by noise when the subject device connected to the video processor otv-s300. The user replaced the subject device to another similar device and completed the procedure. After the procedure, the user cleaned the electrical contacts of the video connector of the subject device and found that the reported image issue was resolved. There was no report of patient injury associated with this event.